Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent of mild severity in a patient coincident with extraneal viaflex, lot number 10i28g41, and physioneal 35 unknown bag therapies (dose and frequency not reported). On (B)(6) 2010, the patient began treatment with extraneal viaflex and physioneal 35 unknown bag therapies intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient developed cloudy effluent after the extraneal dwell. The patient was asymptomatic and was not treated with antibiotics. On (B)(6) 2010, the patient again had cloudy peritoneal effluent after extraneal. On (B)(6) 2010, the effluent after extraneal was clear and the event resolved. Extraneal viaflex and physioneal 35 unknown bag therapies were ongoing. The reporter believed the cloudy effluent was related to extraneal viaflex therapy, but not related to physioneal 35 unknown bag therapy.